Manufacturer narrative:
Submit date: 02/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that the stomach was perforated with the feeding tube. The baby has bloody aspirates and emesis. As a result, the tube was removed and the baby was made npo for a few days to heal. No feedings administered. The customer is not aware of any surgical intervention.

Manufacturer narrative:
Submit date: 06/13/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A production notification was performed to all personnel to ensure that they are aware of the condition reported by the customer. The punch tool for similar products was modified to prevent this type of issue. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.